Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance with a cartridge. Customer's blood glucose was 198-199 mg/dl. Customer was able to load the cartridge using a new syringe and needle.